Manufacturer narrative:
E1 field: due to limitation of text characters added here: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing found the forceps/irrigation plug had not been disassembled, cleaned and disinfected. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b3, d4., e1, h2, h4, h6 and h11. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The definitive root cause of reported issue could not be specified. The event can be prevented by handling device in accordance with the following instructions for use: 'an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.' Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report is related to MFR # (B)(4) (1/2).

Event description:
No additional information was provided by the customer.